Manufacturer narrative:
On 1/2/2019, mentor became aware that the explantation surgery was cancelled by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5891066 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast reconstruction with (right) mentor smooth round moderate plus profile 350cc saline and (left) mentor smooth round moderate plus profile 375cc saline breast prostheses. Deflation of the right breast prosthesis was reported. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline breast prostheses on (B)(6) 2018.